Event description:
Patient had depuy total hip replacement. It lasted only 2 1/2 years before a new hip was installed. That lasted another 2 1/2 years. She now has the third hip installed. The hip parts are all depuy with the plastic liner, (not on recall). The problem is the plastic liner is not holding up and will wear far too soon.